Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for a replacement pump. The patient did not have a backup insulin therapy available and planned to consult a healthcare professional.